Manufacturer narrative:
The course of events described in the form 3500a as described by the user facility do not appear to be accurate as the device cannot function in the way described. Based on the description of the events provided by the user facility to medi-globe's exclusive distributor, (B)(4) via telephone, it appears that when the device was in the working channel of the endoscope the user experienced difficulty extending the needle, but was eventually able to advance the needle into the target lesion. Contrary to the users description of the event, the stylet must be removed from the needle in order to aspirate a tissue specimen into the needle lumen. It was further described that the stylet could not be retracted into the scope to bring out a tissue sample. This is an inaccurate description and the stylet does not retract into the scope. After discussion with the user facility, it seems that there was difficulty in unlocking the stylet from the needle and/or retracting it from the needle lumen. It is further described that the balloon used to enhance the ultrasound image was broken. The endoscope design will not allow the needle to puncture the balloon; therefore, this was likely not associated with the device event. The user facility also indicated that the same needle was used in a different scope with the same result. The user facility has since clarified that only one medi-globe needle was used and that the same needle was not used again as stated in the user facility report. After providing a signed release form requested by the user facility, they have agreed to provide the needle involved in this incident to medi-globe for further eval and analysis. Medi-globe will file a f/u report at the conclusion of its device eval and analysis.